Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen concentration not reported, at 919mg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient stated that the pump has moved and was causing discomfort. Per the patient it feels like it was rubbing against something and was uncomfortable. This had been a gradual change and the patient had not had any falls or trauma. The patient also stated that their left leg does not straighten which was not new and the reason the pump was implanted. No further complications were reported.